Event description:
Additional information was requested. It was reported that the sn/lot number of the catheter has been requested but up to now this information has not been available from the case notes; an update will be sent if the information is located. It was reported that there has been no catheter revision or replacement as of yet and the clinical team are finalizing the management plan for the patient. It was noted that if an explant is done, the device would be returned for investigation.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178.

Event description:
Additional information was received. It was reported that the manufacturer representative follow-up with the healthcare professional and there has been no action taken as yet with the patient in regards to the catheter partial/full revision. It was noted that the catheter revision was still planned to go ahead, but there has been no date set. It was further reported that the catheter serial and lot number remains unknown.

Manufacturer narrative:
Concomitant products: product ID: 8780, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (2000mcg/ml, 399.8mcg/day) in an implantable pump for an unknown indication for use. During a (B)(6) 2017 refill, the pump was interrogated and the expected residual volume (erv) was 2.4ml. The actual residual volume (arv) aspirated from the pump was 20ml. Upon assessment, the patient did appear to have been receiving an effective therapeutic dose. There were no symptoms reported. Volume discrepancies also occurred on (B)(6) 2016 (erv of 3ml, arv of 6ml) and (B)(6) 2016 (erv of 8.1ml, arv of 13ml). During the refill on (B)(6) 2017, the drug was replaced with 20ml of normal saline. The hcp now requested clarification on further investigate steps. Dosing history: (B)(6) 2016: unknown baclofen (2000mcg/ml, 274.7mcg/day) (B)(6) 2016: unknown baclofen (2000mcg/ml, 299.8mcg/day) (B)(6) 2016: unknown baclofen (2000mcg/ml, 331.0mcg/day) (B)(6) 2016: unknown baclofen (2000mcg/ml, 359.8mcg/day) (B)(6) 2016: unknown baclofen (2000mcg/ml, 259.8mcg/day) (B)(6) 2016: unknown baclofen (2000mcg/ml, 284.6mcg/day) (B)(6) 2016: unknown baclofen (2000mcg/ml, 314.6mcg/day) (B)(6) 2016: unknown baclofen (2000mcg/ml, 340.5mcg/day) (B)(6) 2016: unknown baclofen (2000mcg/ml, 369.5mcg/day) (B)(6) 2016: unknown baclofen (2000mcg/ml, 399.8mcg/day) (B)(6) 2017: 20ml of normal saline.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# unknown, implanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received. It was reported that a catheter access port (cap) study and a pump roller study were done earlier this week. It was reported that the pump rollers were working fine. The catheter was found to be in the intrathecal space and that was identified on a CT scan. It was noted that there were no identified leaks around the pump or extraspinal part of the catheter. It was identified that the contrast injected (about 7ml) was not visualized in the intrathecal space. It was reported that they could not quite figure out the cause of the high discrepancy in the pump drug volumes. On (B)(6) 2016: residual volume n/a; dose change, not aspirated, aspirated volume; dose 274.7mcg/day (B)(6) 2016: residual volume was 13.5ml; dose change, not aspirated; dose 299.8mcg/day (B)(6) 2016: residual volume was 1.1ml; dose change, not aspirated; dose 331.0mcg/day (B)(6) 2016: residual volume was 7.6ml; dose change, not aspirated; dose 359.8mcg/day (B)(6) 2016: residual volume was 3ml; aspirated volume was 6ml; dose 259.8mcg/day; pump was refilled with 20ml of 2000mcg/ml baclofen (B)(6) 2016: residual volume was 19.5ml; dose change, not aspirated; dose 284.6mcg/day (B)(6) 2016: residual volume was 18.0ml; dose change, not aspirated; dose 314.6mcg/day (B)(6) 2016: residual volume was 15.8ml; dose change, not aspirated; dose 340.5mcg/day (B)(6) 2016: residual volume was 11.8ml; dose change, not aspirated; dose 369.5mcg/day (B)(6) 2016: residual volume was 8.1ml; aspirated volume was 13ml; dose 399.8mcg/day; pump was refilled with 15 ml of 2000mcg/ml baclofen (B)(6) 2017: residual volume was 2.4ml; aspirated volume was 20ml; minimal dose; pump refilled with 20ml normal saline